Manufacturer narrative:
The returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks along the sheath. The stent was partially deployed 3mm from the sheath. There was a kink in the inner liner 20mm from the tip. Microscopic examination revealed no additional damages. The rack was fully inside the handle. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent partial deployment and entrapment occurred. The 40% stenosed target lesion was located in the non-tortuous left iliac artery. A 10x60x120 epic stent was advanced and positioned in the lesion. However, it was noted on fluoroscopy that the stent was slightly deployed within the artery. When the thumbwheel was rotated, the stent never deployed and the stent got caught in its own catheter. The device was easily removed from the patient's body over the 0.035" guidewire without problem and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent partial deployment and entrapment occurred. The 40% stenosed target lesion was located in the non-tortuous left iliac artery. A 10x60x120 epic stent was advanced and positioned in the lesion. However, it was noted on fluoroscopy that the stent was slightly deployed within the artery. When the thumbwheel was rotated, the stent never deployed and the stent got caught in its own catheter. The device was easily removed from the patient's body over the 0.035" guidewire without problem and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.